Event description:
Corin group (B)(4) received a report that clumping of the red cells was seen in the tubing of the sorin bcd vanguard blood cardioplegia system after administering cardioplegia. The device was changed out and the procedure was completed without further incident. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). It was also reported that eval performed by the clinician suggested the issue may have been caused by cold "agglutins." The investigation is ongoing. A follow-up report will be sent when the investigation is complete.